Event description:
It was reported that the lead exhibited greater than 4000 ohms impedance. The lead was replaced, after which a white discoloration and uneveness near the plug were noted.

Manufacturer narrative:
Final analysis found that the appearance of uneveness near the plug is due to abrasion with the can. The white discoloration on the lead is biological material on the surface of the proximal insulation. Neither the uneveness nor the discoloration affect the functionality of the lead.